Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that sensor failure after warm up occured. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated that her sensor failed and when she checked her blood glucose (bg) it was high, but she cannot remember the value. She had no symptoms. She removed the sensor and drove herself to the emergency room (ER). Her bg was checked again at the ER and was still high, with no value provided. She was unable to remember what medications were given to her in the ER. At the time of the report she was at home and doing well. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).